Event description:
Patient reported experiencing periodic low blood glucose (-40 mg/dl), for the past 24 hours. They attempted to self-treat by lowering their hourly basal rates; however, they continued to experience low blood glucose. Patient stated that, while trying to determine the cause of low blood glucose, they found that the device lcd showed a temporary basal rate increase of 220% patient indicated that tehy did not intend to program a temporary basal increase. No error messages were generated by the device. Patient self-treated low blood glucose by eating.